Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent issues with the syringe needle clogging and insulin was unable to be injected into the cartridge. Blood glucose was not impacted. Each time the needle was changed and the cartridge was filled with insulin.